Event description:
It was reported that a malfunction occurred in the customer's pump, displaying a malf 3 code which could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to send a new replacement pump and advised the customer to use multiple daily injections as a backup therapy. The customer was instructed on storage mode, the return process, and acknowledged the steps for handling the replacement.